Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2006 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR #1225714-2014-00797.

Manufacturer narrative:
This is one of two device reports for this event. Associated MFR report numbers: 1225714-2014-00797 and 1225714-2014-00798. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
Info initially received from the plaintiff's attorney alleged that the pt experienced a cardiac event while on dialysis and expired; the product was allegedly used during dialysis treatment. Add'l info received indicated that the pt was undergoing dialysis three times per week (during the month of event onset) and experienced the following adverse events: heart attack, stroke, and death of a sudden cardiac nature. The add'l info also alleged that the pt experienced a cardiac event while on dialysis and expired shortly after receiving treatment.